Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction error inop. There was no report of loss of audio functions. The problem was resolved by replacing the mp5 mainboard. The (B)(4) sent a main board and instructed the customer how to do a sw reload with the support tool (normal servicing after mainboard replacement). The repair resolved the inop. The available information from this report and similar complaints does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported a "speaker malfunction" error message. No patient harm was reported.